Event description:
It was reported that the balloon ruptured. The patient presented with coronary artery disease (cad). A 3.50 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). During inflation, the balloon ruptured at 6atm. The procedure was successfully completed with another agent device. There was no patient complication reported.

Manufacturer narrative:
Device evaluated by manufacturer: visual, tactile and microscopic analysis was performed on the device. No issues were noted with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a 1cm longitudinal tear from the proximal markerband to the mid-section of the balloon. Tip showed no signs of tip damage. Inspection of the remainder of the device presented no other damage or irregularities. Device analysis confirmed the reported event.

Event description:
It was reported that the balloon ruptured. The patient presented with coronary artery disease (cad). A 3.50 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). During inflation, the balloon ruptured at 6atm. The procedure was successfully completed with another agent device. There was no patient complication reported. It was further reported that the 70% stenosed target lesion was located in a mildly tortuous and moderately calcified left anterior descending artery (lad). There were no damages observed with the device during device unpacking or device preparation for use. The device advanced over the wire and through the guidewire without any issue. During the first inflation, the balloon ruptured after 5 seconds at a pressure of 6atm. The device was removed, and the patient was stable post procedure.

Event description:
It was reported that the balloon ruptured. The patient presented with coronary artery disease (cad). A 3.50 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). During inflation, the balloon ruptured at 6atm. The procedure was successfully completed with another agent device. There was no patient complication reported. It was further reported that the 70% stenosed target lesion was located in a mildly tortuous and moderately calcified left anterior descending artery (lad). There were no damages observed with the device during device unpacking or device preparation for use. The device advanced over the wire and through the guidewire without any issue. During the first inflation, the balloon ruptured after 5 seconds at a pressure of 6atm. The device was removed, and the patient was stable post procedure.

Manufacturer narrative:
Note: an incorrect device was initially returned for analysis. The investigation record has been revised to incorporate findings from the correct device. Previously it was reported that visual, tactile and microscopic analysis was performed on the device. No issues were noted with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a 1cm longitudinal tear from the proximal markerband to the mid-section of the balloon. Tip showed no signs of tip damage. Inspection of the remainder of the device presented no other damage or irregularities. Device analysis confirmed the reported event. The corrected analysis is as follows: visual, tactile and microscopic analysis was performed on the device. No issues were noted with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Microscopic examination identified that the inner lumen within the balloon material was bunched at multiple attempts. The bumper tip was damaged with one side of it being deformed. The device was attached to an encore inflation unit and the balloon was inflated successfully and without issue. The encore device was verified before use by using the druck gauge, inflation was to the rate burst pressure (rbp) of 12 atmospheres (atm) as per instructions for use (IFU). Inspection of the remainder of the device presented no other damage or irregularities. Device analysis could not confirm the reported event.